Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not taking the battery or the batteries only lasted about a week or two. The insulin pump lost power without a warning and then it had a blank display. When the display returned the insulin pump alarmed battery out limit. Customer's blood glucose level was not reported. The device was not returned.